Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and no defects were found. Voltage testing was performed and the transmitter had voltage. Functional testing and a pairing test was performed and the tests passed. A review of the shared data log confirmed the reported event of a pairing failure. The root cause could not be determined.

Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the transmitter had a pairing issue. No additional event or patient information is available. Data log was reviewed for evaluation on 04/26/2017. Complaint for a pairing issue could not be confirmed. However, a permanent signal loss was found and confirmed. The root cause could not be determined. Based on the investigation results this issue has been upgraded from non-reportable to reportable. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation.